Event description:
A patient's ventilator alarmed. The patient was struggling to breathe. The patient's saturation level was 50%. The respiratory therapist attempted to advance the in-line suction catheter and was unable to do so. The respiratory therapist suspected a mucus plug, and took the patient off the vent. The therapist lavaged, bagged and suctioned the patient and got a small amout of bloody tan secretions. The patient's saturation level increased to 100% when bagged on 100% oxygen. The patient was placed back on the vent. The vent was operating appropriately. As the therapist was about to leave the room, the patient again started to struggle to breathe. No secretions could be suctioned. The disposable vent circuit tubing decompressed from the patient's attempt to breath. The therapist noted that the scissor valve appeared to be stuck. The patient was bagged. The vent was turned off and on twice, and the valve was still stuck. An order was entered to extubate the patient and place on 4 liters of oxygen via nasal cannula. The patient sustained no injury.